Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient currently enrolled in (B)(6) experienced diaphragmatic stim from their right ventricular (rv) lead and left ventricular (lv) lead. Reprogramming was completed and the leads remain in use. No patient complications have been reported as a result of this event.